Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted in resetting the pump by technical support, and the malfunction did not recur after the reset. Technical support instructed the caller to continue using the pump and to reach out if any further malfunctions occur.